Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33and displacement tests. Pump received with stuckmotor error alarm loop during bolus delivery.the motor was tested outside of the device andpassed. The motor may have had an intermittentfailure that was not detected during our testing.unable to confirm e70 alarm due to erased historyfile. Unit had scratched display window andcracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.